Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient who presented in clinic after receiving inappropriate hv therapy. The patient's rhythm was atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient will be monitored.